Manufacturer narrative:
Reliability analysis inspected 2 opened and used reservoirs performed manual prime test using a new lab infusion set along with insulin pump. Both reservoirs passed per inspection. No occluded anomalies were observed during test. Both reservoirs connected and locked in place properly.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 446 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection and the insulin pump. The customer stated that there was greater than normal resistance during plunger push. The reservoir will be returned for analysis.